Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's mother stated they were at the doctor's office and treatment was made after the dexcom was showing 126 mg/dl and a finger stick was taken and the bg meter was reading 58 mg/dl. Symptoms were not reported; however, based on the finger stick reading the nurse and doctors started to treat the patient. The patient was given four juice, four glucose tablets then was administered glucagon with the pen. At the time of contact, the patient was doing okay. Data was evaluated and the allegation was not confirmed. A probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. No additional patient or event information is available.